Event description:
Follow-up was conducted and from the information obtained from the clinic it was further reported that the patient's discomfort and "cell phone vibration on left side" was attributed to the pressure placed on the patient's rib cage with the echocardiogram wand, and this discomfort was not otherwise attributed to a performance allegation against the device. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2010 (B)(6); 5076 x2 implantable pacing leads 2005 (B)(6). (B)(4).

Event description:
The patient called to report that four hours after their echocardiogram they have had a feeling like a cell phone vibration on the left side of their chest. The device remains in use. No patient complications have been reported as a result of this event.